Manufacturer narrative:
The device involved in the reported event was returned to hu-friedy for evaluation. The evaluation suggested that the breakage was likely due to wear associated with extended use over time. The insert, was over 17 years old. No further actions were deemed necessary as the insert was far beyond its typical usage span. The reprocessing of hu-friedy dental hand instruments and accessories states "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not use damaged instruments."

Event description:
The user facility reported that during a dental procedure the tip of ultrasonic insert broke in patient's mouth. The patient swallowed the tip and was sent to the ER for evaluation. The hospital released the patient and the broken end of the material that was swallowed did pass through bowel movements. No medical surgery or other interventions were required.